Manufacturer narrative:
Results: the pusher appears to have a break in the hypo-tube portion of the shaft approximately 1.8 cm from the pet lock. The coil is detached from the distal detachment tip (ddt). This detachment was likely due to the damage to the proximal end of the pusher assembly. The pusher and coil are non-functional. Conclusion: the complaint has been evaluated and confirmed. The complaint indicates that there was damage to the pusher assembly when removing the device from the packaging. If the product is mishandled during removal from the packaging, damage may occur. It appears that the pusher assembly was bent during removal from the packaging and subsequently broke when it was pulled out of the hoop. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
Patient was on table undergoing renal avf embolization procedure. Physician found damage to penumbra 400 coil when pulling out of packaging hoop. The back end of the pusher assembly was bent. It was not introduced into the catheter and did not come in contact with the patient.